Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 19 units. Reportedly, the cartridge was filled with 110 units of insulin. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting for the reported event. At the time of the call, the insulin gauge displayed at accurate fill estimate. There was no reported adverse impact for the reported issue; at the time of the call, blood glucose was 90 mg/dl.